Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 01/26/2022, it was reported by a sales representative via sems that a ar-6475 arthroscopy pump is causing swelling, the pressure readings are not accurate. This occurred in an unknown case, with no patient effect reported. Additional information provided by the sales representative via phone on 02/01/2022 : this event occurred in a shoulder scope. Arthrex tubing was used with the pump. There was little swelling that went down naturally on its own.